Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had an error message on screen. A technical support specialist (tss) dialed into the station, logged in as carefusion admin and decrypted database (db). The tss then backed up and dropped the db and did a manual data synchronization following knowledge article "proper data sync 2.0 procedure". The tss then changed station time and made sure it was same as server time. Informed the customer that the application was then running, and the time is same as server. The customer acknowledged and the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unexpected data error occurred on screen. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.